Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Return requested. Replacement monitor shipped to site (B)(4) 2016. Medtronic investigation of returned suspect monitor finds that when the monitor was continually running for over 32 hours and when periodically observed, no flickering was seen. Cables that were returned with monitor are not stock cables provided with original monitor. Tested a white dvd-d cable and no shorts or opens were found. No fault found. Device found to be fully functional. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in an ear, nose and throat (ent) procedure on the previous day, their navigation system monitor flickered off and back on for about 2 seconds. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.